Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator, (B)(6) 2012; 4076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead polarity on the device was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(4). No further patient complications have been reported as a result of this event.